Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called in via phone to report high blood glucose level of 436 mg/dl in association with air bubbles located in tubing. Customer treated with pump. Customer is new to the 670g pump. Troubleshooting revealed leak in reservoir past the 2nd o ring. As issues were being revealed customer declined to go any further and ended call. Advised to call back to continue.